Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The helix could retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Prior to the implant, the helix of the right atrial (ra) lead was noted to extended and was unable to be retracted. A new ra lead was used to resolve the event. The patient was stable.